Event description:
It was reported that the hospital requested a 2.0 low flow threshold for this patient due to right ventricle (rv) failure following the implant procedure. The patient was evaluated, and blood pressure and volume intake were optimized, but the alarms did not resolve. Transthoracic echocardiogram (tte) revealed poor rv function. The system controller was updated with the 2.0 low flow alarm threshold and the low flow alarms reduced following the update. The patient was in the intensive care unit, following postoperative management and therapeutic pathway. The patient experienced bacteremia and had positive blood cultures. Septic shock was diagnosed. Specific antibiotic therapy was started. The patient passed away on (B)(6) 2023 due to septic shock and right heart failure leading to multisystem organ failure. The death was no considered to be device related. An autopsy was not performed, and the pump was not explanted.

Manufacturer narrative:
Health effect - clinical code: multiple organ dysfunction syndrome e2342. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, an analysis of the log files provided by the account confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined. Lastly, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The system controller event log file contained events from 22mar2023 through 23mar2023. The file captured low flow hazard alarms on both days. No other notable alarms were observed within the file. The pump appeared to operate as intended at the set speed. (B)(6) was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including the applicable sterilization and packaging documentation. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists sepsis, multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Lastly, care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document contains information about preventing infection. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 pocket guide to alarms for clinicians and the heartmate 3 pocket guide to alarms for patients and caregivers explain that the low flow hazard alarm will be triggered when pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.